Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to verify excessive no delivery alarm and perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose level was not reported. After troubleshooting the insulin pump did not alarm no delivery or motor error. The customer was able to rewind. The self-test and displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.